Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the yoke in the rhk femoral component has snapped in situ. A revision has not yet been scheduled.

Manufacturer narrative:
Concomitant medical products: item name: tibial component precoat size 3, catalog number: 00588000300, lot number: 62350166. Item name: articular surface with hinge post extension screw enclosed do not discard size d 12 mm height, catalog number: 00588004012, lot number: 62280705 item name: unknown zimmer rhk component.

Event description:
It was reported the patient was revised for nexgen rotating hinge knee femoral component fracture.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample (photograph) was evaluated and the reported event was confirmed. Pictures of explanted products provided by the hospital show the femoral component hinge yoke broke in situ. Device history records for subcomponents of the femoral component as well as the overall construct were reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further action is required as no trends were identified. Compatibility of the implants used together was reviewed with no issues noted. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. A summary of the investigation will be sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.